Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. The reporter stated that the patient had a blood glucose (bg) over 500mg/dl with strong fruity breath, polyuria, polydipsia, symptoms of dehydration, nausea, vomiting, confusion and large ketones. The patient was admitted to the hospital and treated with insulin via pump and IV fluids. Customer support (cs) completed troubleshooting and the occlusion sensitivity is programmed to low and the pump's bolus delivery speed is programmed to slow. This report is being made due to the bg excursion the patient experienced due to an occlusion issue.

Manufacturer narrative:
Follow-up #1: date of submission 05-nov-2019. Device evaluation: the device has been returned and evaluated by product analysis on 01-nov-2019 with the following findings: during investigation, the pump, passed all required testing for occlusion and force sensor with no defect found. The black box shows evidence of occlusion a alarm due to a unidentified high force during basal and bolus deliveries. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.